Event description:
Biomed reported that a nurse programmed an alaris system with one pump module attached and the unit blanked out, lost the program and possibly infused an incorrect amount of fluid to the pt. Pt safety report received with the product states: "levophed drip started for a low bp. Bp up to 200/100 too quickly. Drip decreased to 0 mcg/min and bp remained high. Drip on and off several times for labile bp. Noted 40 mins later that the whole bag had infused (about 125cc) despite the pump being set at the appropriate rate. Pt had liable bp, increased ectopy and tachypnea." Although requested, no further pt or event info has been provided.

Manufacturer narrative:
(B)(4). The device has been received and an investigation is pending. A follow up report will be submitted once the failure investigation has been completed.